Manufacturer narrative:
Updated to correctly document date of explant as (B)(6) 2010 rather than (B)(6) 2020. The reported event for high impedance was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. A system impedance test measured within the expected range. The ipg was functionally tested and passed all testing.

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-05026. It was reported that the patient's system was autoreducing due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. An additional lead was added to address issue. Effective therapy was established postoperatively.